Manufacturer narrative:
Submit date: 07/18/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
A customer reported an issue with their enteral feeding pump on (B)(6) 2016. Upon triage, it was found that the unit over/under delivered.

Manufacturer narrative:
Submit date: 10/20/2016. An investigation of kangaroo epump was performed for the reported issue of; over/under delivery. The unit was triaged and the complaint was confirmed. The cause of the reported failure was due to the unit¿s sensor and gearbox. Kangaroo epump was manufactured in 2010. A review of the device history record shows this device was released meeting all manufacturing specifications. Correction: (B)(4).